Event description:
Information received where representative mentioned they just did a battery change from primary cell to rechargeable cell and everything looked good in terms of connectivity and impedances, but then the hcp went to close and the connectivity test suddenly showed a lack of connectivity. Rep. Said they had run the impedance test again and everything looked good except for contact 11, rep ran the impedance test again and saw the implantable neurostimulator (ins) now had some impedance results that were elevated. Contact 11 had 38,000 (monopolar) ohms. Contact 10 a-c had impedance over 10,000 ohms. Rep. Said left gpi monopolars are all good, but now, 2c and 2b and 2a and 2b are at 10,000. Rep. Said the "they were not like that, but the more they run impedance, the more impedance issues come up. Further troubleshooting could not be performed because hcp had already closed. Tech services asked what solution had been used for pocket cleaning and rep. Said an antibiotic solution.

Manufacturer narrative:
Continuation of d10: product ID: b35200, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: implantable neurostimulator, product ID: 3387-40, lot#: (B)(6) serial#, implanted: on (B)(6) 2005, product type: lead, product ID: 3387-40, lot#: (B)(6) serial#, implanted: on (B)(6) 2005, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot#: (B)(6), ubd: 07-apr-2009, UDI#: (B)(4); product ID: 3387-40, serial/lot#: (B)(6), ubd: 07-apr-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.